Event description:
On (B)(6) 2013, the reporter contacted animas, alleging keypad tactile changes and unresponsiveness issues. Beginning approximately 2 weeks prior to the time of the complaint, the "up", "down" and "ok" buttons require several presses "in just the right spot" for a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.